Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. (No problem found) the evaluation did not identify any issues relevant to the reported event.

Event description:
It was reported on 02/28/2022 by a facility representative via (B)(4) that an ar-3210-0001 camera has a burn mark. This was discovered during a case with no patient harm.